Event description:
It was reported that a male pt had a pataltumour and had a nail implanted. He is quite a large and heavy man who is not a very active person. After 3 1/2 weeks with normal walking the distal cross screw broke.

Event description:
It was reported that the nail broke.